Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that he did not get any alarm when patient heart rate went above 150. No patient or customer harm was reported.

Event description:
The customer reported that he did not get any alarm when patient heart rate went above 150. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient or customer harm was reported.